Manufacturer narrative:
Other applicable components are:product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory. Analysis confirmed there was foreign material in the sterile seal of the implantable neurostimulator (ins) packaging. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their current system replaced. It was reported that the ins had a hair in the sterile pa ckaging. The ins was never implanted and was going to be returned. It was replaced with a different ins and the issue was resolved. No further complications were reported/anticipated. It was reported that the date of the event was on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.